Event description:
It was reported that during a breast biopsy, using four devices, after the device was dry fired, the device primed successfully, but after the firing into the lesion, there was no tissue samples obtained. A coaxial was not used during the procedure. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The sample was not returned for eval. The investigation is inconclusive, as the device was not returned for eval. The root cause for these types of events was determined to be supplier related due to over-processed resin. Applicable corrective and preventative actions were identified. Effectivity of these corrective and preventative actions is being monitored. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.